Event description:
The customer reported the system displayed a collimator iris potentiometer error code message. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. However, the power supply was cleaned and adjusted. A battery was replaced and the collimator was calibrated. The system was found to be operating as intended.